Event description:
It was reported that the 9600 system went blank during a tibial rodding procedure. The 9600 system was rebooted but would not allow x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.